Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a low blood glucose value of 2.8 mmol/l. Customer's other blood glucose value was 5.3 mmol/l. The customer was treated with food. Based on customer report customer does not allege pump was over delivering. The device will not be returned for analysis.